Event description:
At the end of the surgical operation, when detaching the mayfield headframe (a2101) from the operating table, the operators found a piece of metal. After a check of the headframe they noted that one of the two pins, on which rotates the lever lock/unlock, was broken. The pt was no still in contact with the device when the broken part was detected. There were not any consequences for the pt at the end of procedure. When the pt was in contact with the device the procedure was performed normally. Type of procedure being performed: cervical stabilization by posterior. The pts' age and gender was provided. A stereotaxy device was not used during this procedure.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.